Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of sensing. The lead was capped and replaced successfully. There was no patient symptoms reported. No additional information was available.